Event description:
Per the report received from new zealand a patient with a 11500a23 valve implanted in aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of four (4) years and two (2) months due to patient prosthesis mismatch. However, no transvalvular gradient values or additional patient details were provided at the time of notification. The patient later presented with dyspnea. A 29 mm non-edwards transcatheter valve was successfully implanted within the pre-existing surgical valve. The patient was reported to be in stable condition following the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Information added/updated to sections h5 and h6 (type of investigation, investigation findings and investigations conclusions) additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: patient prosthesis mismatch (ppm) is present when the effective orifice area of the implanted bioprosthetic valve is too small in relation to body size. Literature indicates ppm's main hemodynamic consequence is to generate higher than expected gradients through a normally functioning bioprosthetic valve. It has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Improperly sized valves with ppm can hasten the development of early degenerative changes and premature prosthetic valve dysfunction with varying degrees of prosthetic valve stenosis and regurgitation. Although ppm is a well-recognized phenomenon of bioprosthetic valves, it is most likely related to patient anatomical changes after long implant durations. When discovered intraoperatively or early post-operatively, ppm is most likely related to procedural factors, including specific patient assessment and valve model and size selection. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including a native bicuspid aortic valve.